Event description:
It was reported patient underwent a revision procedure due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component, catalog # unknown, lot # unknown. Unknown articular surface, catalog # unknown, lot # unknown. G2: united kingdom. Multiple MDR reports were filled for this event: 0001822565-2024-00361 and 0001822565-2024-00363. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at d10 - medical product: femoral component catalog # 00596401552 lot # 64020535, articular surface catalog # 00596403210 lot # 64061393. Palacos r+g bone cement x 2 catalog # 66017569 lot # 89864713, all poly petella catalog # 00597206532 lot # 64093773.

Event description:
It was reported patient underwent a revision procedure due to lucency. During the procedure noted osteolysis and failure to osteointegrate. Up revision it was noted that there was massive osteolysis, tibial component loose and removed with no debridement of cement and no cement attached to baseplate, femoral component well fixed and excised with minimal bone loss. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).